Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that intracardiac echocardiography (ice) was checked to ensure sheath was not against a structure, proceduralist attempted pulling back syringe multiple times and continues to pull air. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported that air was noticed after the farawave insertion. The pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in aspiration syringe. The guidewire was at tip of catheter upon insertion, not leaving a gap, and then advanced once in sheath to check for air. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.